Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device stopped working. The procedure was completed with another like device and one fibroid was removed through an existing port. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.